Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the drive support cap was sticking out. The customer's blood glucose reading was 15mmol/l and was treated with the insulin pump. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.